Event description:
It was reported that altitude alarms occurred. Reportedly, the cartridge was reloaded to address the issue. Additionally, it was reported that the pump battery was depleting quickly. Customer continued to use the pump for insulin delivery. The customer's blood glucose was 126-300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.